Manufacturer narrative:
One device was returned for investigation in good condition. A functional test was completed where the customer reported complaint was duplicated. The root cause was found to be the on and off switch of the mainboard being loose. The switch was repaired, and the device passed all functionality tests after the repair.

Event description:
It was reported that the pump had no function. The device would switch off automatically and was not able to be switched on again. It was then later reported that the device was dropped. There was unknown patient involvement.